Event description:
Literature was reviewed regarding a novel arthrodesis technique results in superior occipitocervical fusion rates over a 5-year period. The following medtronic devices were used: bmp. Among patients' adverse events/device performance issues included: revision surgery for complete/significant bony resorption in 3 patients and off label use (pediatric use of bmp) on 7 patients. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Brandi pang, maryam shahin, christina sayama. Novel arthrodesis technique results in superior occipitocervical fusion rates over a 5 -year period. 46th annual meeting, the american society of pediatric neurosurgeons. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D.2. The device was used for an off-label indication; see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.